Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on, including removing pump from case, pressing button directly, and connecting it to a working power source, while pump showed red blinking light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions to place problematic pump into storage mode, and instructed customer to return pump within specified timeframe and to program pump settings and reconnect continuous glucose monitor on replacement pump.